Event description:
This report is based on information provided by field service engineer fse, product support engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging pin is damaged. No impact to the patient.

Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the charging pin is damaged. No impact to the patient.